Event description:
Patient reported intermittent out of range. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range signal.